Event description:
The pump was returned for investigation. Evaluation revealed a contamination under buttons. This report is made based on results of investigation completed on 07/16/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/16/2015 with the following findings: evaluation revealed that the keypad cover is peeling off the base at the ok button. All of the keypad buttons respond normally. The display is dim/fading/reddish. The keypad cover was removed and contamination was found under contrast contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).